Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the femoral and tibial component at the bone to implant interface. It was also reported that the patient underwent tka in february. Patient presented with an infected total knee. Surgeon was planning on a I and d of the knee with insert exchange. Upon opening the knee, it was discovered both the tibial component and femoral component were loose. Surgeon removed all components and did a infected knee spacer from exactech. Doi: (B)(6) 2020; dor: (B)(6) 2020; left knee.